Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited noise and oversensing on the right ventricular (rv) channel resulting in inappropriate ventricular tachycardia (vt) and ventricular fibrillation (vf) episodes. No inappropriate therapy was delivered as a result and there was no inhibition of pacing. Additionally, out of range low pacing impedances were also observed. The physician believed that there was likely an insulation issue. Subsequently, the patient underwent a revision procedure and the patient's rv lead was explanted and replaced. This ICD remains in-service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.